Event description:
It was reported that the patient had an astigmatism and the intraocular lens required explant after appoximately three (3) months.

Manufacturer narrative:
(B)(4): prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
The evaluation of the explanted lens was performed by our manufacturing facility. The quality technician confirmed that the lens received was a model za9003. The explanted lens was received cut in two (2) pieces with one (1) of the haptic loops distorted. The lens surface had residuals adhered to both sides of the optic body compatible with use. The lens was joined and placed into a respective insert where the manufacturing operator inspected the lens for optical properties following established procedures. Optical inspection results showed that the lens diopter corresponded to a size 15.5 lens. The result of diopter inspection was found to be within production order specifications. All pertinent information available to abbott medical optics has been provided.